Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to a bad connector. Additionally, switch number 2 was not working, and the rear cover was faded and needed to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head had a no image problem. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a video connector cable torn off due to stress. Olympus will continue to monitor field performance for this device.

Event description:
Per new information provided by the user facility, the intended procedure was completed with another similar device without delay.

Manufacturer narrative:
Updated field: b5 and h10. This report is being supplemented to provide additional information provided from the user facility.